Event description:
The customer requested the ventilator be checked for vt (tidal volume) inaccuracy. The unit was in use on the patient and per the customer there was no patient harm. The respironics service technician inspected the device and the unit passed the extended self test (est). During vt testing, the technician confirmed that the vt delivery did not meet specification. The service technician replaced the oxygen flow sensor to correct the problem. The unit was tested and passed per operating specifications.